Manufacturer narrative:
The device is undergoing an evaluation but has not yet been completed.

Event description:
Z6ms failed during study. The investigation is in process.

Event description:
This is a supplemental report which is being re-submitted per FDA's request as the original supplemental MDR (MFR#3009498591-2016-00136) submitted in 2016 did not go through correctly. Additional information was received and it was reported that the initially reported event occured during a transesophageal echocardiography (tee) procedure. The physician used a second transducer to complete the procedure. There was no delay other than the time required to re-intubate the patient. The image acquisition was repeated to replace the images with poor quality. There was no patient injury reported. No additional information was provided.

Manufacturer narrative:
This supplemental report which is being re-submitted per FDA's request as the original supplemental MDR (MFR#3009498591-2016-00136) submitted in 2016 did not go through correctly. Correction: correct the brand name of the device (see section d1), correct the date received by manufacturer (see section g3). Additional information: additional event information (see section b5), update the device available for evaluation (see section d10),update the initial reporter information (see sections e1,e2,e3), update the manufacturer's contact information (see section g1), provide the PMA/510(k) information (see section g5), update device evaluated by manufacturer (see section h3), and provide evaluation codes (see section h6), provide additional manufacturer narrative (see section h10). The device referenced in this report was not returned to siemens for evaluation; therefore, the investigation of the device could not be performed and the cause of the reported phenomenon could not be conclusively determined.

Manufacturer narrative:
This supplemental report is being submitted to update the device available for evaluation (see section d10), provide the date received by manufacturer (see section g4), update device evaluated by manufacturer (see section h3), provide the device manufacture date (see section h4), update the event problem and evaluation codes (see section h6), and provide the device investigational results. The device referenced in this report was returned to siemens for evaluation. During visual inspection, no hole was noted on the outside of the articulation sleeve. The system was tested and no system error or recognition problem was found; however, a image artifact was observed. A factory leakage test failed due articulation sleeve hole by material quality. The possible root cause of the reported complaint could be due to the pinhole which would allow liquid to infiltrate into the articulation area. Liquid infiltration via the hole could affect electrical malfunction which leads to system error or image problem. A review of the device history record (DHR) was performed and there is no information to indicate any non-conformance at the time of manufacturing process.